Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and then it was low. The customer reported that his blood glucose had been running high since yesterday morning and they don't know if the pump was delivering insulin or not. They thought it was delivering insulin but they just checked the sugar and it was 372mg/dl. The patient's blood glucose at time of incident was 574mg/dl. The patient's current blood glucose was 372 mg/dl. The customer had nausea and was worn out. The customer treated it with a manual syringe. The customer declined to continue troubleshoot the pump for high blood glucose and believes the high blood glucose readings were due to the bent cannula. The customer mentioned a blood glucose recording on the meter of 37mg/dl. The customer was in the background and said his blood glucose got low because he hadn't eaten anything for a while. The customer stated he ate something and it went up to 110 or 120 mg/dl. Customer declined to troubleshoot his pump for the low blood glucose. The customer stated the leak occurred and passed 2nd o rings of the reservoir. The insulin pump and reservoir will not be returned for analysis.